Event description:
The customer received a questionable high result from coaguchek xs meter serial number (B)(4). The result from the meter was 5.5 inr. The patient was immediately sent to the laboratory for testing. The result was 3.81 inr using dade innovin reagent. There was no allegation of an adverse event. The patient's therapeutic range was 2.0-3.0 inr. The patient was not anemic, not on heparin, had no direct thrombin inhibitors, no antiphospholipid antibodies, no diet changes, no illnesses, and no bleeding or bruising. The suspect meter and strips were requested to be returned for investigation. The returned meter and strips were tested in comparison to a retention meter and masterlot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 2.2 inr; donor 2 inr: 2.9 inr; donor 1 hct: 43%; donor 2 hct: 40%. Testing results: donor 1: retention meter with masterlot strips: 2.2 inr. Customer meter with customer strips: 2.2 inr. Donor 2: retention meter with masterlot strips: 2.9 inr. Customer meter with customer strips: 3.0 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material met the specifications. Relevant retention test strips (lot 286322) were tested in comparison with the current master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable. No information was provided in the complaint case that would point to a cause for the result discrepancy.